Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient experienced an infusion set leakage from quick release and tubing came apart event on (B)(6) 2026. No further information availability.